Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (1 gram, route and frequency not reported), amikacin (12.5 milligram/liter of pd solution, route and frequency not reported) for the peritonitis. On an unreported date, the patient was started on ertapenem (intravenous (IV), dose and frequency not reported). The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the home patient (hp) experienced a septic shock. Treatment for septic shock was not reported. Two weeks after the onset of peritonitis, the patient died. Cause of death was septic shock. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.